Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Patient reported waking up and feeling awful. The patient's cgm value was 80 mg/dl, and the blood glucose (bg) meter value was 50 mg/dl. Patient's husband called 911 because patient's blood sugar was low. The 911 operator advised patient's husband to treat patient with glucose gel. No paramedics were dispatched to patient's home. At the time of contact, patient is okay. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. It was reported that the same bg meter was not used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.